Event description:
Additional information was received indicating the device was reprogrammed. The patient was in stable condition.

Event description:
It was reported that the patient experienced a ventricular tachycardia (vt) episode and manual delivery of anti-tachycardia pacing (atp) was attempted using the device. During the manual atp, the programmer froze and the device aborted the manual atp. The device continued with programmed therapy that the physician was able to inhibit using magnet response. The programmer unfroze, and manual atp was again attempted, however, an error message was noted. Additional information was requested. The patient was in stable condition.

Event description:
Additional information was received indicating that prior to the manually delivery of anti-tachycardia pacing (atp), atp and shock therapy was delivered by the device that was not able to convert the ventricular tachycardia (vt).